Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose level. Customer declined further troubleshooting. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.